Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fvp2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported she had a bladder/ urinary tract infection (uti). The patient was on medication for her bladder infection. She was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.